Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture. It was noted the patient experienced syncope. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: esbf3214c103e stent graft; implant date: (B)(6) 2022 etlw1628c156e stent graft; implant date: (B)(6) 2022 etlw1610c124e stent graft; implant date: (B)(6) 2022 etlw1616c93e stent graft; implant date: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.